Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with intraperitoneal vancomycin (1 g per bag, ongoing, frequency not reported) and intraperitoneal fortum injection (250mg in each bag, ongoing, frequency not reported) for peritonitis. The patient was recovered from the event twelve days after the event onset. Pd therapy was ongoing. No additional information is available.